Event description:
The reporter called and complained that, he had a hernia surgery in 2011 and the physician recommended the hernia should be repaired with a mesh device. He had never heard of this or knew anything about this device. Even though he was not provided enough education about the side effects of this product, he decided to go ahead with the procedure because he trusted the physician. Now, one year after the surgery, his pain is out of control, worse than the pain he used to feel when he had the hernia. The physician told him that by about 6 months after the surgery should be completely healed with no pain. When he consulted with the physician about the side effects, he referred him to a pain clinic and said there was nothing else he could do to help him. He has been on pain management medications for a while now, but it does not seem to be helping as his pain is still at excruciating levels. He reports that his life and that of his family has been ruined since he had the procedure because he can no longer function like he used to. With hospital bills, no job and the fact that he can't drive but has to use a taxi all the times, the financial impact has been worse. Also he wants the FDA to make sure this product is recalled because the side effects are numerous and outweighs the benefits, and she would not want any other person to go through what he is going through.